Event description:
It was reported that during reprocessing the da vinci si surgical mega suturecut needle driver instrument was noted to have a frayed cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of frayed cable. Engineering found one pitch cable was derailed at the back of the idler pulley right above the idler block inside the housing, which has no contact with the patient. The instrument grip still pitched up and down, but movement may not be precise. No other damage was found.

Manufacturer narrative:
The instrument was received for evaluation on (B)(4) 2013, but has not yet been evaluated; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.